Event description:
It was reported that the patient with bigeminal premature ventricular contractions (pvc) was experiencing right ventricular (rv) biv pacing resulting in lv pacing inhibition. This cardiac resynchronization therapy pacemaker (crt-p) device remains in service. No adverse patient effects were reported.